Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose levels were under 40 mg/dl, 84 mg/dl and 305 mg/dl. The customer stated that they treated low blood glucose level with food and had suspended the insulin pump for a few hours. The customer later forgot to resume basal and went high. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The insulin pump was not on auto mode at the time of the incident. They also reported sensor issues. The customer declined troubleshooting for low and high blood glucose level. The insulin pump will not be returned for analysis.